Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and the cause appears to be use related. One 4 fr s/l groshong PICC was returned for investigation with the two-piece connector attached and secured at the proximal end of the catheter. The stylet was received separate from the PICC. The attachment of the two-piece connector indicates that the catheter had been preflushed and inserted into the patient, with subsequent stylet removal and attachment of the connector. A functional test of the catheter revealed that the lumen was patent to infusion, but five spraying leaks were observed along the length of the catheter between the 40 and 44cm depth mark. One spraying leak was observed between near the 46 cm depth mark. A microscopic examination of the leak sites revealed pinholes on the external surface of the tubing. The groshong tubing was cut open to examine the inner lumen wall, which revealed impressions that are consistent with the twisted stylet wire. The extent of damage within the catheter was greater than what was observed on the external surface of the tubing. This type of damage can occur if the catheter is compressed over the stylet. The precautions in the IFU state, ¿avoid device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps. Do not use the catheter if there is any evidence of mechanical damage or leaking.¿ a lot history review (lhr) of reaw0221 showed (B)(4) other similar product complaint(s) from this lot number. Both complaints for this lot number (reaw0221) have been reported from the same china facility.

Event description:
It was reported by the nurse that the catheter was in normal condition when being pre-flushed. It was found that liquid leakage occurred when flushing the catheter with normal saline after puncture placement. It was stated that liquid leakage occurred 40cm, 44cm and 46cm marks on the catheter. After removal of the catheter, it was found that three liquid leakage sites were noted when flushing the catheter with 20ml injection solution in vitro during observation after the event. Liquid leakage only occurred under the condition of slight pressurization. No patient harm was reported.